Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 513 mg/dl. The customer mentioned 11 no delivery alarms found on the pump. The customer was assisted with 5.0 unit fixed prime. The customer stated that insulin did not exit and the pump alarmed no delivery. The customer ran a self-test and the pump passed. The customer declined to troubleshoot for high readings.